Event description:
It was reported that during a coronary stenting treatment procedure, a potential guide wire coating issue occurred. The target lesion was located in the severely calcified unspecified vessel. After predilation using an unspecified balloon catheter, the device was moved proximally from the lesion. The physician attempted to recross however, severe resistance was encountered. The physician commented that the coating of the device potentially got peeled, however it is however unknown whether the coating of the device got peeled or not. The device was then removed and was exchanged with a different device. The procedure was completed and no patient complications were reported. The patient status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The visual inspection was performed and the device presents: the body kinked at 44.0cm from the proximal end. Visual review was performed on the ptfe and the polymer coating and no anomalies were found. The dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. Dimensional inspection: all the outer diameter (od) taken are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a potential guide wire coating issue occurred. The target lesion was located in the severely calcified unspecified vessel. After predilation using an unspecified balloon catheter, the device was moved proximally from the lesion. The physician attempted to recross however, severe resistance was encountered. The physician commented that the coating of the device potentially got peeled, however it is however unknown whether the coating of the device got peeled or not. The device was then removed and was exchanged with a different device. The procedure was completed and no patient complications were reported. The patient status was good.